Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on one lead. It is unknown which lead was at fault. The patient also experienced discomfort at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.